Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during testing, the pump display continued to show a remaining volume of 11.2 ml even though the cartridge was already physically empty. The event occurred immediately on use. There was no patient injury.

Manufacturer narrative:
D9: date returned to mfg: 2/9/2026. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump display continued to show a remaining volume of 11.2 ml even though the cartridge was already physically empty" was not duplicated/confirmed, and the probable cause was undetermined. No repair activities were performed in relation to the reported issue. As a preventative maintenance the downstream occlusion sea was replaced due to a bubble. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.